Event description:
Second degree burn/it is raw, pure in flesh; it was swelling/the burn is getting worse; at first, it had some water bubbles and now blood bubbles [burns second degree], there is something bad with the patch/the patch has some defect [device issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), manufacturer: pfizer, device lot number w91247, expiration date may2021, from 2002 at 1 patch as needed for a lot of pain in the left side of her hip. The patient medical history was not reported. Concomitant medication included hip therapy from (B)(6) 2019. First therapy was (B)(6) 2019. She used the patch because she didn't get better. Second therapy was (B)(6) 2019. She put the patch on (B)(6) 2019 because she didn't feel better. The patient stated that she always had a lot of pain in the left side of her hip. Her right side was okay. Every time she had this kind of pain, she had been using the patch, and in a matter of time, it got better. She put the patch as the drawing in the back suggested: from the part where her hip begins to her lower back until the place where her dorsal spine ends. She stated this patch gave her second degree burns on (B)(6) 2019. She and her daughter and the people in the neighborhood said that the patch shouldn't have given her a second degree burn. She was calling to report this because she thought there was something bad with the patch. She had a deep second degree burn. She put the patch on last (B)(6) 2019. Today (B)(6) 2019, she was going to hip therapy; she couldn't go because the burn was going to be touched. This was the first time in a long time this was doing her bad. She still had one. Her daughter said the patch had some defect. This event had not happened before; she had been using the patch for a lot of years, and this was the first time the sore thing had happened. The burn was ongoing because she went to her daughter today, and her daughter took a picture and told her that it was raw, pure in flesh; it was swelling. The burn was getting worse; at first, it had some water bubbles and now blood bubbles. She was pretty scared to use the other patch; she didn't want to burn herself again. The one that she had there, she was not going to use. She thought that it was contaminated as the other one. The box that the she had was ripped off by the dog. She could salvage the last patch in the box, but the box was all ripped up. She provided the lot number and expiration date as documented from the other patch that she did not use. From this other patch, she also provided paa084558. She discarded of the patch that gave her the burn. She still hadn't gone to the doctor. She put some aloe on herself. Device was available for evaluation. Packaging was sealed and intact. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burns" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burn/it is raw, pure in flesh; it was swelling/the burn is getting worse; at first, it had some water bubbles and now blood bubbles [burns second degree] , there is something bad with the patch/the patch has some defect [device issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 69-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), manufacturer: pfizer, device lot number w91247, expiration date may2021, from 2002 at 1 patch as needed for a lot of pain in the left side of her hip. The patient medical history was not reported. Concomitant medication included hip therapy from (B)(6) 2019. First therapy was monday (B)(6) 2019. She used the patch because she didn't get better. Second therapy was (B)(6) 2019. She put the patch on (B)(6) 2019 because she didn't feel better. The patient stated that she always had a lot of pain in the left side of her hip. Her right side was okay. Every time she had this kind of pain, she had been using the patch, and in a matter of time, it got better. She put the patch as the drawing in the back suggested: from the part where her hip begins to her lower back until the place where her dorsal spine ends. She stated this patch gave her second degree burns on (B)(6) 2019. She and her daughter and the people in the neighborhood said that the patch shouldn't have given her a second degree burn. She was calling to report this because she thought there was something bad with the patch. She had a deep second degree burn. She put the patch on last thursday on (B)(6) 2019. Today (B)(6) 2019, she was going to hip therapy; she couldn't go because the burn was going to be touched. This was the first time in a long time this was doing her bad. She still had one. Her daughter said the patch had some defect. This event had not happened before; she had been using the patch for a lot of years, and this was the first time the sore thing had happened. The burn was ongoing because she went to her daughter today, and her daughter took a picture and told her that it was raw, pure in flesh; it was swelling. The burn was getting worse; at first, it had some water bubbles and now blood bubbles. She was pretty scared to use the other patch; she didn't want to burn herself again. The one that she had there, she was not going to use. She thought that it was contaminated as the other one. The box that the she had was ripped off by the dog. She could salvage the last patch in the box, but the box was all ripped up. She provided the lot number and expiration date as documented from the other patch that she did not use. From this other patch, she also provided (B)(4). She discarded of the patch that gave her the burn. She still hadn't gone to the doctor. She put some aloe on herself. Device was available for evaluation. Packaging was sealed and intact. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not resolved. According to product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a deep second degree burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hours, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (12jun2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment based on the information provided, the events of "second degree burns" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "second degree burns" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a deep second degree burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hours, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.